Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced when advancing this right ventricular (rv) lead past the superior vena cava (svc). A longer introducer was tried, as well as a different model lead, with no success. This lead was attempted again and was finally placed in the rv. Sensing and impedance measurements were satisfactory, but acceptable pacing threshold measurements could not be obtained, so the lead was repositioned again. The physician settled on the best location and then implanted the right atrial (ra) lead. However, during positioning of the ra lead, the rv lead became dislodged. At this time, the patient's condition deteriorated and cardiac arrest was declared. CPR was performed. It was reported that the patient had developed a tamponade along with a tear to the svc.

Manufacturer narrative:
The leads were removed from the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.